Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. The lens remains implanted. Root cause has not been identified. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported after having an intraocular lens exchange procedure, she continues to have blurred vision that interferes with her driving. There are two medical device reports associated with this patient. The first report was filed under MFR. Report # 1119421-2012-01639.